Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, however osh found the image output from the video output terminal of the subject device was not displayed and while moving the connector the noise appeared. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the burnt-out lamp was attributed to the use of the non-olympus lamp due to the user handling despite the instruction of the instruction manual. Omsc surmised that no image output was attributed to the contact failure of the connector or failure of the image circuit board due to the aging deterioration because approximately nine years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after the laryngoscopy, it was found that the new lamp was burnt out as soon as replaced. The procedure was completed with subject device. There was no report of patient injury associated with the event.